Event description:
A patient reported blood glucose results of "11.09 and 7.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.